Event description:
It was reported that the top of the coiled cap was found cracked in a (B)(4) small volume infusor during filling. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). A quality alert with subsequent awareness training was issued in (B)(4) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13b065 was manufactured february 20, 2013 - february 21, 2013. Evaluation summary: the device was received for evaluation with approximately 120ml in the bladder. A circular crack was observed at the top area of the lavender coiled cap during visual inspection. The reported condition was confirmed. The cause of the reported issue was determined to be improper alignment of the stress member with the cover. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13b063 was manufactured february 19, 2013 - february 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.